Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient when the physician then noted that there was a pericardial effusion. The physician drained the effusion and the procedure was continued. The closure device release criteria was checked and met. The device was released from the core wire and successfully implanted in the laa of the patient. The patient did fine following these events and was monitored overnight.